Manufacturer narrative:
A product sample was rec'd and it is awaiting eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the sticky part of the eye drape created a hazy view on the cornea during the surgery. As the surgeon was not aware that the thin layer substance was from the drape initially, the surgeon did not implant the intraocular lens as he was concerned about the unk aftermath layer on the cornea. F/u info was rec'd for this case. The rptr info that the surgeon noted the haziness on the cornea after the procedure had begun and an incision had been made in the pt's eye. The hazy layer substance was remove. However, the surgeon opted not to implant the intraocular lens due to concerned of unk layer on the cornea. Add'l info has been requested for this report.